Event description:
Report received that a tray of cidex opa solution had leaked onto the counter and floor. Three employes experienced symptoms of burning eyes and throat irritation. This is the third of the three employees reported. Employee experienced burning eye, sore and dry throat. Their symptoms lasted 3-4 hours. No medical treatment sought.